Event description:
The wire separated while crossing the target lesion. The report received indicated that the stabilizer guidewire was used during a percutaneous procedure; however, when the guide wire was crossing the target lesion, the guide wire broke in two pieces. The separation occurred at approximately 15cm from the distal tip of the wire. The wire's tip was visible on fluoro throughout the procedure; however, the physician identified the problem through x-ray. Therefore, the physician used a competitive balloon to retrieve the broken part of the wire and another guide wire was used to continue the procedure. There were no adverse events or consequences reported for the patient. Further information indicated there was no difficulty tracking the wire through the vessel, the wire behave "normally" and there was no resistance or friction encountered with any other device. There was no report of any difficulty encountered during the procedure that may have contributed to the event. The wire was no pre-shaped by the user. The procedure included treatment of a lesion presenting 85% stenosis.

Manufacturer narrative:
The product has been returned for evaluation and testing. However, as of yet, the evaluation has not been completed. Additional information will be submitted within 30 days upon receipt.